Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a portion of a microsensor (ID 826638) was damaged during the procedure, prior to patient use. No patient injury, no information about surgical delay was provided. It is unknown how the procedure was completed.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - lot 6793797 (sn (B)(6) ) met specifications when released. Failure analysis - the issue of the complaint has been confirmed: catheter and internal wires cut 5cm from sensor. Icp express read "no transducer detected". No further testing was possible. Root cause - the root cause of the issue reported by customer could be determined as a mishandling of the catheter.